Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on all conductors (not obstructed). (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on all conductors (not obstructed).

Event description:
It was reported that one day post implant, the left ventricular lead was found to have dislodged. The lead was explanted and replaced. During the replacement procedure, it was not possible to properly position the replacement lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.